Event description:
Patient had an inferior vena cava filter inserted in 2009 with no complications. Fifteen days later, patient complained of abd pain. CT order noted that the ivc filter was in good position however, the lower legs of the filter are protruding outside the ivc and one leg was confirmed to be penetrating the abdominal aorta. Per surgeon, will remain implanted due to high risk of injury/death if attempted to remove due to location and findings on CT scan.